Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device after a cardiac ablation interventional procedure using a large-bore sheath. Femoral imaging was not performed. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.